Event description:
It was reported, the patient's ipg stopped working over a year ago due to the patient being unable to recharge as recommended. The patient has decided to keep the scs system implanted and not move forward with a course of action.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.